Event description:
The reporter states that he obtained the following blood glucose comparisons on the advantage system: 29 mg/dl and 271 mg/dl; 271 mg/dl and 35 mg/dl; and 35 mg/dl and 68 mg/dl. All aforementioned tests were obtained within 10 mins. No action was taken based on the results. No adverse event reported. The suspect product was not returned to the MFR for eval.